Event description:
Started noticing terrible heart palpitations, very bad fatigue. Brain fog. Depression, anxiety like no other. Rashes, joint soreness all the time. Neck and back pain around shoulders. Smelly urine. Tested my thyroid, iron . The only thing different in my life are the mentor high profile gel implants. FDA safety report ID# (B)(4).